Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead undersensed ventricular fibrillation (vf) at implant during defibrillation threshold testing (dft). External shocks were delivered and normal sinus rhythm was restored. The physician elected to implant a new pace/sense (p/s) lead from another manufacturer and dft's were successful. The p/s portion of this lead was surgically abandoned and the defibrillation portion of this lead remains in service. No adverse patient effects have been reported.